Event description:
An atrial septal defect (asd) closure was performed. The asd was measured with a numed pts sizing balloon at 22mm. Multiple attempts to close the asd with the 22mm amplatzer septal occluder were unsuccessful as the device continued to pull through into the right atrium. The asd was successfully closed using a 26mm amplatzer septal occluder and a 10f cook hausdorf sheath in 2008. At about 19 days later, the patient presented to the emergency room with chest pain and was found by ultrasound to have a large pericardial effusion, which was evacuated. In the next day, the patient was taken to the operating room for removal of the asd device and surgical closure of the defect. Patient was noted to be recovering in the ICU. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available, a supplemental report will be filed.

Manufacturer narrative:
Review of the medical records and imaging by aga's medical consultant resulted in the following findings: this was a patient with a large asd causing right atrium and right ventricle enlargement. The patient had a 26mm amplatzer septal occluder placed after multiple attempts with a 22mm device that were unsuccessful. A cook hausdorf sheath was used which suggested that there was difficulty in aligning the disc to the atrial septum, unless of course this sheath is used routinely for all cases. The patient presented to the hospital with pericardial tamponade after 19 days. He underwent median sternotomy, bypass and device removal. The asd was closed surgically. There were no sequelae. Two video tapes and two cds were reviewed. It was understood that the recording of actual device placement was not available. The tee prior to device placement showed a large secundum asd and deficient aortic rim. The asd was dynamic which measured 14mm by 22mm during atrial systole and diastole. The defect measured 22mm to 24mm in aortic, bi-caval and modified 4-chamber views. There was a thin septal tissue in the middle of the defect that fluttered and was not seen continuously. The balloon sizing revealed a defect of about 22mm; however, it may have been bigger and believed that the thin tissue precluded complete dilation of the balloon. Subsequently the tissue disappeared from either being stretched or torn. The 22mm device was too small for the defect and a 26mm device was placed. The follow up tte showed the device to be well seated with the edges of the device pointed inward toward the aorta which is not an unusual finding. Ultimately, the device eroded the left atrial free wall (roof of the atrium) resulting in tamponade. Based on the images provided, the asd was anatomically complex with a deficient aortic rim. The dynamic nature of the defect made balloon sizing difficult which resulted in an inappropriate measurement of the defect. With that, the device was prone to erosion since there was a continuous change in the size of the defect with each cardiac cycle. No device over-sizing was observed.

Manufacturer narrative:
The device was evaluated by aga medical principal research scientist and the following results were found: the amplatzer septal occluder was received in its original configuration with the polyester patches and sewing threads intact. The device was measured and confirmed to meet dimensional specifications. There were no broken wires or neointima covering the wire meshes in both right and left atrial discs. The left atrial disc of the device was slightly deformed; part of the disc edge was shallow in curvature due to the lasting compression, which indicated that the edge of the device was tightly against the atrial wall after device implantation. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and inspection for broken wires, shape likeness and general uniformity. A review of manufacturing documentation confirmed this device successfully completed these tests.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on 29 april 2011 and definite erosion was confirmed.